Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause for the overheating was problems with the nose cone and bearings, which were each replaced along with other components as part of preventive maintenance. The handpiece was repaired and returned to the customer.

Event description:
It was reported that during an oral procedure, the handpiece overheated and melted the bur guard. There was no patient or user injury, and the procedure was completed without any additional issues.